Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rep was checking impedances and patient (pt) showed >10,000 with the following pairs: electrode 0 - all pairs; 1 with 0,5,6 ,7; 2 with 0,5,6,7; most or all pairs out of range with 5, 6 and 7. Electrodes on right side 8-15 are generally normal range, as are some pairs with 2,3 and 4. Rep sees a note from a previous manufacturer employee that indicates that they had tried to program around these higher imped since 2020 but pt reports this had not been successful. Pt doesn't have history of falls or trauma related to high imped. Pt generally has worse pain on left side compared to the right. Reviewed using normal imped electrode pairs to reprogram pt. Also reviewed that if reprogramming was exhausted they may need to consider more invasive measures. Caller thinks that work colleague already reported the high impedances in the past. Nothing found in cmf for this pt.